Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 1100 mg/dl range and the cause was not known. The customer drank water. The customer went to the emergency room and admitted to the hospital. The customer did not recall the event details. The customer was discharged 2 days later. The customer declined tandem technical support's offer to perform a pump system check. The customer reverted to using injections for insulin therapy.